Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's implantable cardioverter defibrillator (ICD) was in backup mode due to event queue overflow. The ICD was successfully reprogrammed. Further information requested but not yet received.